Manufacturer narrative:
The catalog number and lot were not provided. Based upon the event description, the suspect device appears to be an unknown shell. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that there was a right total hip arthroplasty revision due to acetabular component loosening.